Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient claims that they dislocated their shoulder by sweeping and had several previous instances of what felt like dislocation prior to the complete dislocation. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: left shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the patient claims that they dislocated their shoulder by sweeping and had several previous instances of what felt like dislocation prior to the complete dislocation. Unknown surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic defects were observed on the surface of the device. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 550000440/lot 661987 combination. A functional test was not conducted due to not being applicable to the complaint condition. A dimensional inspection was not conducted due to not being applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the reverse humeral shell xl 44+0 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Activities. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 550000440/lot 661987 combination.